Event description:
It was reported that during a routine follow-up, inappropriate rate increases were observed. Following interrogation, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.